Event description:
Information received from the field does not address the patient's clinical status but notes >1990 ohms lead impe- dance. The lead impedance in unipolar configuration was 366 ohms. The device was left in the unipolar configura- tion.